Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14b28019 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The treatment for peritonitis was not reported. On an unreported date the same month as the onset, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The pd therapy was discontinued. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Additional information: the date of onset of peritonitis event was on an unreported date in (B)(6) 2014. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).